Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm 1, resolving the customer reported issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and the reported failure was confirmed. The unit was tested on an in house system and passed normal mode. In normal mode while back driving the unit and during the visual inspection, the carriage was found to be loose on the insertion due to the nonconforming usm insertion linear rails. The unit went through testing on a testing platform and passed all tests performed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the universal surgical manipulator(usm)1 carriage was loose. The system was still working without any issues. There was no report of patient involvement.